Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6). Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the past 3-4 months they had been having problems connecting to the ptm (personal therapy manager). The patient stated that the handset would get to 90 percent and sit there and after about 3-4 minutes they would get a message saying the app is not responding, and this was now happening every time they attempted to connect. The patient mentioned that when they chose to close the app that it would eventually connect after a couple of tries. They last got a bolus about 3 hours ago. The agent had the patient restart the handset and turn airplane mode on and off. The patient confirmed that the issue was not resolved. The agent consulted with hcit (healthcare information technology) and was told to replace the device. A replacement handset was requested from the repair department because of the poor connection and the patient receiving the app not responding message every time they tried to connect. No indication of patient harm.